Manufacturer narrative:
The device was not returned to animas for eval. The pt did not provide a lot number of the device; therefore, animas cannot perform testing on the same lot number for the product. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that she found insulin leaking into the cartridge compartment. She said that another cartridge did not exhibit any insulin leaks.